Event description:
It was reported that the right atrial (ra) lead exhibited undersensing of p waves during atrial flutter. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products; w1dr01 ipg implanted on (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.